Event description:
Caller reported multiple intermittent occlusion alarms. This problem led her blood glucose levels to exceed 500 mg/dl, displaying "high" on her monitoring device. To address this, she administered a corrective injection manually and changed the infusion set and cartridge to resume insulin treatment. There was no mention of third-party assistance required. Follow-up attempts to contact her for further technical support were unsuccessful as of the latest notes.